Manufacturer narrative:
The patient remained stable with the excessive fluid removal and did not require any medical intervention nor was there any injury sustained. This was a patient with a history of exacerbation of congestive heart failure who was being treated in the pulmonary/renal/oncology ICU. The treatment had started in 2006. She had been off and on cvvhd several times with intermittent hemodialysis tried without success. As of the following month, she remained on cvvhd. Facility's intensive care nurse was asked to review the events screen on the machine which showed several "incorrect dialysate weight change detected" alarms that had been overridden. Gambro intensive care therapy specialist, registered nurse went through the troubleshooting yellow card with facility's intensive care nurse. Nothing was clamped or kinked and nothing was resting on the scales. The blue frangible pin on the solution bag was completely broken. It was noted on the intake and output screen the dialysate was programmed for 1000 ml/hour and that value was not changing, but the pt's fluid removal was. A gambro intensive care therapy specialist, who is a registered nurse, instructed facility's intensive care nurse to return the pt's blood in the extracorporeal system and to start another session. Prior to starting the new session facility's intensive care nurse was instructed to calibrate the scales. She was asked to call back after they reinitiated treatment so that they could make sure that the fluid removal would be accurate. At 3:00 am facility's intensive care nurse called gambro intensive care therapy specialist, registered nurse to ask for help in how to calibrate the scales. She talked them through the calibration procedure. The pt's treatment was resumed and at 4:20 am facility's intensive care nurse called to tell gambro intensive care therapy specialist, registered nurse that the fluid removal was accurate, but she had got some access extremely negative alarms when the access pressure was - 110 mmhg. Once the machine did a self-test this alarm did not reappear. The machine was not removed from service. After calibrating the scales, the pt's crrt session continued on this same machine without any other fluid removal problems reported. This prisma machine has not yet been upgraded to the 3.10 software.